Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room assistant reported a vitrectomy probe did not cut during a procedure. The product was replaced and the procedure was completed. The status of the aspiration function was not known. There was no known harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of not cutting during surgery. A review of the related device history records associated with the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and it was deemed nonconforming. The cutter has closed the port opening. Actuation testing was performed and it was deemed nonconforming. Aspiration testing was performed and it was deemed conforming. Cut testing was performed and it was deemed conforming. The probe was disassembled and the components inspected. There was approximately five minutes wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. Wear marks were present at the bend area and on the cutting edge of the inner cutter. The extension was detached from the coupling. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after just beginning the surgery, the adhesive bond failed causing the extension to detach from the coupling. An investigation has been initiated to lower the occurrence of detachments of the extension from the coupling. The manufacturer internal reference number is (B)(4).